Manufacturer narrative:
The responsible service-engineer found the pcb graphic-controller to be the root cause for the device behavior and exchanged it. The logfile-analysis confirmed an internal failure at the graphic processor at the pcb-graphic controller. According to specification the evita performed a restart in order to solve the problem. During a restart the evita opens the airway system to allow for spontaneous breathing. This is accompanied by the adequate alarms. After the restart the ventilation goes on with the set parameters. By exchanging the pcb graphic-controller the problem is solved.

Event description:
The device failes during operation. No injury reported.